Manufacturer narrative:
Corrected d10 return date. A review of the manufacturing records showed all requirements were met. Data logs confirmed the system and handpiece performed as expected. Evaluation of the treatment tip found no issues. It was stated the return pad was used from another treatment. Solta-supplied return pad is for single patient use only. Reusing the return pad may result in poor contact quality, patient burns, and/or poor system performance. It was also reported the patient was placed under anesthesia. The patient should never be placed under anesthetics during thermage flx treatment. The customer must be alert and provide required feedback during treatment. Patient feedback regarding their perception of heat or discomfort during the procedure is an essential input to guide the operator in determining safe and effective treatment levels. Based on the available information, this treatment was performed in an off-label manner that resulted in unsafe conditions for the patient.

Manufacturer narrative:
A review of the device history records and product evaluation are in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced a second degree burn after undergoing a laser treatment on their abdomen. The patient was given IV propofol sedation during the treatment. The energy setting was 3.5, and four error codes occurred during the treatment. This was the first time that the tip was used, but the return pad was reused from a previous treatment. After the procedure, the treatment site showed erythema, but no blisters. Four days later, the patient noticed the burn while at home, and is being treated with hydrocortisone, silver sulfadiazine, and heparinoid. The available image was reviewed and showed multiple areas of erythema and scars. The patient does not live in the area and is unable to return to the office. Therefore, the physician is unable to follow up on the current status of the patient. The physician noted that there will not be any permanent damage or scarring.